Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine (concentration unknown) at 6 mg/day via an implanted pump for non-malignant pain. It was reported that only 27ccs were able to be put into the 40cc pump at refill today (2024-04-04). At the refill today, the physician aspirated out 2ml, and was expecting 2.8ml. The hcp then was able to put 27ml in pump before he got resistance and was unable to put any more drug in the pump. The rep confirmed he applied negative pressure to make sure no air had gotten in the pump and had aspirated the new drug out and put it back in a few times. The rep never saw bubbles. It was confirmed the patient was not symptomatic and did not report a therapy change/ineffective. It was confirmed a medtronic refill kit was being used but not under fluoroscopy. Technical services asked if patient has possibly undergone hyperbaric therapy/scuba diving or if they could image pump to check for physical deformation. Additional information was received from a healthcare provider (hcp) via a company representative indicated the reservoir was evacuated several times and the cause was unknown. The patient¿s weight was also unknown. No actions were taken to resolve the issue and the issue was not resolved. The pump continued to only have 27 mls instead of the full 40 mls. It was noted the issue started on (B)(6) 2023.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative (rep) stated that the cause the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient and a healthcare provider (hcp) via the manufacturer representative (rep) indicated that there was a miscommunication between the patient and the office, which led to a low reservoir alarm. The patient went into the office, got a refill in time, and the pump was updated. However, on the evening of (B)(6) 2024 until (B)(6) 2024, the patient continued to hear a pump alarm every 15 to 20 minutes, which was "obviously not one of our alarm intervals". The physician interrogated the pump and read the logs. It was also reported that the physician could only put in 30ml of medication after aspirating out the old medication. It was unknown if any actions/interventions were taken to resolve the issue. Surgical intervention did not occur and was not planned. The patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available. There were no known factors that may have led or contributed to the issue. Additional information received on 2024-12-02 indicated that the hcp first miscalculated when to go in for the patient's first refill, so they almost ran out of medication. Per the patient, the pump "would only take 27ccs and wouldn't take the 40, it would just push back into the syringe". There was a rep at the next two appointments and they "couldn't figure out what the issue was". The patient's last refill was on (B)(6) 2024 where the pump "took 30". The patient went home and the pump began critically alarming so the patient went back to the hcp the next day (B)(6) 2024, where the hcp and rep ran diagnostics, which said that there was no alarm going off. Patient services described the two alarms that the pumps may sound and the patient stated that it sounded like the critical alarm and it went off every 10 minutes. Per the patient, the alarm wasn't heard at the office while the patient was there, but the patient stated it was too loud. Per the patient, they heard the alarm while speaking with patient services, but the patient services agent did not hear the alarm on the call. The patient tried to play a recording, but it was on their phone and the agent wasn't able to hear the recording while actively on the call. The patient heard the alarm everywhere around the house, outside, and when they were away from their house. Per the patient, they were in a lot more pain but the hcp would not increase the dosage, so the patient used ibuprofen. The patient was redirected to their hcp. Additional information received on 2024-12-04 indicated that the type of the alarm that occurred after the pump refill was a low reservoir alarm. The patient went back in and the physician silenced the alarm. The clinician software version was the "most up to date software - version 2.0.1460". The reduced refill capacity issue had not resolved and the cause had not been determined. Pump drug information was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative stated that the physician attended at the refill on (B)(6) 2025. They observed proper refill technique, and the pump was fully emptied and aspirated; however, only 30 cc could go in. As he was pushing the medication in, he got about 33 cc in and then the medication started reversing out, so he stopped it so that exactly 30 cc were in the patient¿s pump. The patient was doing great and everything else with the pump was functioning perfectly, but the lack of ability to get the full cc in remains a mystery